Event description:
On 05/17/2009, the pt reported that in 2008, her blood glucose elevated to 1145 mg/dl and she was admitted to the intensive care unit of the hospital for "central line infected" which led to congestive heart failure. She was in the ICU for one week on a ventilator and her toes were also removed. In the following month, she required medical assistance again due to low blood glucose of 35 mg/dl (type of treatment not provided). She was told that medications and health problems could have caused low blood glucose. Product was requested to be returned for eval.